Event description:
Incorrect loading of tubing into ivac infusion pumps 597/591 produces condition of hyperinfusion/free flow of fluid (500 ml in approximately 2 mins before 591 alarm activated.) Test running 14g cannula into container with 591 or via 16/18g epidural catheter and filter (portex) into container. Tested following clinical problem when loading error observed. Have video of test on 591 set up with flow sensor. Rptr questions if this happened in the us.